Event description:
It was reported there were EKG (electrocardiogram) issues. It was also reported the keyboard hinges were broken. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported EKG (electrocardiogram) issues. When bench tested using the vip (virtual interactive patient) and a ECG (electrocardiogram) cable, there was a nice clean signal. It was noted when the cable was not connected to the vip, the ECG was noisy. Analysis confirmed the left keyboard hinge was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).